Event description:
It was reported that the atrial sensing had decreased to 0.2 mv and that the capture thresholds had increased. An x-ray revealed that the lead had dislodged. The lead could not be repositioned and was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.